Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a complex bifurcation ostial lad and the proximal lcx. The szabo technique was being used in which you inflate the stent balloon outside the body to 2 atms and you pass a second wire through the last cell of the stent. And that wire goes to the branch or bifurcation (lcx in our case) and you push the stent over your wire that is in the ostium you are stenting. When this reaches the ostium the other wire in the back of the stent will stop it from going beyond the ostium. Before you push the stent and after you put your wires you have to crimp the stent back on its balloon. When the stent was advanced, it was observed to be going to the lcx and not the lad so it had to be pulled back to flip the wires at which time the stent dislodged. The stent was successfully removed from the pt using a snare device and there was not pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Szabo technique requires that the sds is partially inflated outside of the body and then the stent is manually recrimped onto the balloon. It should be noted that the xience v instructions for use states "special care must be taken not to handle or in any way disrupt the stent on the balloon. Do not manipulate, touch, or handle the stent with your fingers as this may cause coating damage, contamination or dislodgement of the stent from the delivery balloon." The reported stent dislodgement appears to be related to the circumstance of the procedure.